Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 294 mg/dl. The customer stated that none of the buttons are responding at all. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined troubleshooting for high blood glucose.